Event description:
It was reported that an ongoing minimum fill notification occurred after the user filled the cartridge with approximately 300 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.